Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the taxus liberte device was received with blood in the wire lumen and clear fluid in the inflation lumen. There was no damage to the stent. The stent was between the markerbands on the tightly folded balloon. The distal tip of the stent delivery system (sds) was flared. The inner shaft on both sides of the proximal markerband was buckled. A .014" guide wire was back-loaded through the tip of the sds but the wire could not be advanced through the area of the damaged inner shaft. The inner shaft and distal tip of the sds were damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. While using a 2.5x16mm taxus liberte stent delivery system (sds) in an unspecified lesion it was noted that the stent became 'deformed'. Additional information was requested and is not available.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. While using a 2.5x16mm taxus liberte stent delivery system (sds) in an unspecified lesion it was noted that the stent became 'deformed'. Additional information was requested and is not available.